Event description:
It was reported that the device stretched, protruding from the target location requiring intervention. A 2x6 embold? Fibered device was used for an embolization. The embold coil was deployed. After removal of the pusher wire, the angiogram captured the coil stretching through the aorta. The coil was successfully retrieved and fully explanted using a snare. The procedure was successfully completed using an alternate coil; however, the procedure was prolonged. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.